Event description:
When dr (B)(6) was firing blue 45mm davinci xi stapler, it only fired staples 1/2 way and stopped. On the parenchyma. New stapler instr. + new green 45mm reload was used successfully.